Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to lipothymia. Upon interrogation, oversensing and pacing inhibition were observed on the device and right ventricular (rv) lead. As a result, the sensitivity was reprogrammed. No additional adverse patient effects were reported.